Manufacturer narrative:
H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd kiestra¿ uca powered by bd synapsys¿ informatics solution, there were an unspecified number of false positive results. There was no report of adverse patient impact.